Event description:
The pt blacked out and had a car accident. Pt then tested pt's blood glucose on the suspect device and obtained a reading of 139mg/dl. Upon arrival, the emt's tested pt's blood glucose on pt's device and the reading was 30mg/dl. Pt was given glucose and trasported to the hospital. Pt's dr changed pt's insulin doses within the last month and pt's blood glucose has been brittle.